Manufacturer narrative:
(B)(6) (B)(4). Original implant date unknown, sometime within the past year. This event resulted in pain, non-union, and required additional surgical intervention o remove the broken nail, and revise to plating with demineralized bone matrix. Device history records was conducted. The report indicates that the: a review of depuy synthes (B)(4) device history records for manufacturing revealed no issues for this complaint number no manufacturing related issue was identified and/or confirmed therefore review to prm and prm line is not applicable for (B)(4). Part number: 456.474s lot number: 7668358 raw material number: (B)(4) manufacture date: 29-apr-2014 expiration date: 01-mar-2023 DHR review date: 04-may-2016. A second device history records was conducted. The report indicates that the: manufacturing location: (B)(4), manufacturing date: 29-apr-2014 expiration date: 31-mar-2023 part #: 456.474s, lot#: 7668358 (sterile) - 12mm/130 deg ti cann troch fixation nail 340mm/left-ster. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. (B)(4) ¿sterility documentation was reviewed and determined to be conforming.¿ an investigation summary was performed. The investigation of the complaint articles has shown that: one (1) 12mm diameter, 130 degree titanium cannulated trochanteric fixation nail (tfn), 340mm, right, sterile (part 456.474s, lot 7668358, mfg. 04/2014, exp. 03/2023) was returned with a complaint stating that the patient was revised due to non-union, pain, and a broken nail. No surgical delay was reported. The complaint was able to be confirmed as the as the nail was returned broken in two pieces along the lateral entrance for the helical blade. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, functional test, complaint history review, drawing review, and risk assessment review were performed as part of this investigation. Although the true root cause could not be determined, it is likely that possible comorbidities, the patient's advanced age, and possible patient noncompliance led to the device¿s failure and to this complaint condition. Whether this complaint can be replicated is not applicable as the device is already broken. Please note that a helical blade (part 456.303, lot 9822400) and an unknown screw were also received with this complaint, however, they are listed as concomitant devices. The helical blade and the screw show no evidence of having contributed to the event therefore no further investigation (including dcrm review) is required or will be performed for these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a hardware removal and revision procedure was performed on (B)(6) 2016 due to pain, non-union and a broken trochanteric fixation nail (tfn). The patient was implanted with a tfn on an unknown date within the past year to treat a right subtrochanteric femur fracture. Subsequently, the patient experienced pain and it was discovered that the nail had broken at the area of junction with the helical blade. The original fracture was found in non-union, and a lesion or calculus at the fracture site was biopsied during the procedure. Explanted hardware included the broken nail and one intact helical blade and one locking screw. The surgeon attempted to implant another tfn device but was unsuccessful. The patient was revised to a proximal femur plate and screws. Demineralized bone matrix (dbm) was added to the fracture site. This was described as a lengthy procedure, lasting 4-5 hours. No reported surgical delay in relation to medical devices. The procedure was completed successfully with the patient in stable condition. This complaint involves one device. Concomitant devices reported: helical blade (part #unknown, lot #unknown, quantity 1), locking screw (part #unknown, lot #unknown, quantity 1). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.